Event description:
Bard fastrac peg ref #000678 placed in 1999 without initial complication. Pt admitted with peristomal cellulitis. External bumper of peg found to have migrated into stoma causing infection. Antibiotics administered and peg tube removed. Pt recovered without further complications.